Event description:
The gap between the sleeve of the transfer set and the disconnect cap was observed after connecting by cleanflash. This medical device report is against the disconnect cap. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted. A 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.